Event description:
Additional information was received from the reporter. The device was dropped off at reprocessing with only the allegation and no additional information. However, no patient harm was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the reporter.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause could not be conclusively specified. It was likely water got inside the device from the hole on the cable which destroyed the electrical circuits and caused communication failure between the video processor and the camera head. This was why an image was not displayed. It was likely the hole on the cable occurred because it was reprocessed or stored together with tweezers, forceps, or a scalpel. The instructions for use (IFU) provides the following guidelines: do not reprocess or store this product with tweezers, forceps, scalpels, etc. A hole is opened in the camera cable, and water leakage may cause the electrical circuit inside the product to be destroyed. Corrected data: e1

Manufacturer narrative:
The device was returned to olympus for evaluation and the issue was confirmed. There was no image due to a shortage on the cable. The cable was punctured. Additionally, the device failed the leak test. Additional information was requested from the reporter. A supplemental report will be submitted should additional information be made available. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the high-definition autoclavable camera head would not maintain the picture. No patient harm reported.